Event description:
It was reported that a novum iq large volume pump under infused. The event was further reported as an unspecified infusion ¿did not deliver all of medication.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. The pump underwent a flow rate accuracy test by infusing 25ml at 25ml/hour and the short, simulated therapy was unsuccessfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the temperature sensor out of calibration. The temperature sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (add code) and h11. H11: a review of the event history log (ehl) did not identify the date of the reported event. The infusions were investigated; however, no excessive alarms or programming errors were identified. Should additional relevant information become available, a supplemental report will be submitted.